Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the biliary duct during a spyglass and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.